Event description:
One specimen recovered at 6.2 ng/ml and on repeat recovered at 3.04ng/ml for ckmb stat test. Customer stated that the specimen was repeated again and recovered at 3.04 ng/ml. Reporter stated that the specimen was repeated prior to reporting the results to the physician. Reporter stated that the repeated result of 3.04 ng/ml was provided to the physician. The field service engineer verified system functionality and was unable to duplicate the problem.